Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on two tip clamps in the reported problem area of the pipette assembly. The tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.